Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer had unexplained hbgs for the past three days. It was indicated that the customer was treated at the ER and then released. The customer had called the helpline to troubleshoot but the customer was unable due to hbgs. The spouse stated that they would take the customer back to the hospital and will call back at a later time to troubleshoot. A few hours later, the md called in and wanted to make sure the pump was functioning properly. At the time of the call, the md did not have the pump with him. It was indicated that someone will call back to troubleshoot. No further details.